Manufacturer narrative:
Upon further discussion with a stryker service technician, it was determined that 1 device did not experience the reported issue. Report has been updated to indicate only 3 devices experienced the reported issue.

Event description:
This report summarizes 3 malfunction events, where it was reported the device was difficult to fold/unfold. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; there were alignment issues. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events, where it was reported the device was difficult to fold/unfold. There was no patient involvement.